Manufacturer narrative:
Wheel assembly, hex head cap screw, centerlock hex jam nut.

Event description:
It was reported the following stair chair has a missing wheel assembly and the hex head cap screw and a centerlock hex jam nut. There was no reported patient involvement or adverse consequences.